Event description:
Surgeon opened the exeter rimfit cemented cup and noticed that it had a black speck embedded in the poly, there were also grooves in the poly. The surgeon did not use the affected implant.

Manufacturer narrative:
An event regarding an inclusion involving an exeter rimfit cup was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the returned component confirmed the presence of a dark spec on the internal bearing surface. The spec was viewed under magnification and was determined to be embedded in the plastic and approximately 0.3mm in diameter. The spec appears to be an inclusion in the plastic. Medical records received and evaluation: medical review was not performed as the component was not implanted. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for the reported lot. Conclusions: visual inspection of the returned component confirmed the presence of a dark spec on the internal bearing surface. The spec was viewed under magnification and was determined to be embedded in the plastic and approximately 0.3mm in diameter. The spec appears to be an inclusion in the plastic. Ncr was issued to investigate the presence of the inclusion on the bearing surface of the cup.

Event description:
Surgeon opened the exeter rimfit cemented cup and noticed that it had a black speck embedded in the poly, there were also grooves in the poly. The surgeon did not use the affected implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.